Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a sensor break. The caller did not know the blood glucose reading. The user stated that one sensor came out of his skin without any connection. He stated that another one triggered the insulin pump to alarm sensor error. He stated that the first sensor was damaged and had no communication. He reported that one of the sensor's cannulas retracted upon removal. Upon troubleshooting, the caller was advised that the transmitter may not have been working.